Manufacturer narrative:
This device is not cleared within the us. However, it is similar to mb3595, which is cleared under p110009. Device evaluation: product was not returned and photos were not provided. Device evaluation could not be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to turning the knob the wrong way, as alleged by the complainant. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled when the surgeon was detaching the peek cartridge intra-operatively. The surgeon turned the inserter the incorrect way (he loosened instead of tightening to release the implant), causing the implant to disassemble so it was no longer implantable. Another mobi-c prosthesis was used to complete the procedure without patient impacts.